Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was able to reproduce the reported issue and replaced the integrated electrosurgical unit (iesu) to resolve the issue. Following service, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the replaced component, but the evaluation has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation and/ or if additional information is received. A review of the logs confirms the procedure was performed on (B)(6) 2022 using system (B)(4). This complaint is being reported based on the following conclusion: the surgeon initially planned to convert to a third party generator after the start of the procedure due to a reoccurring error message with the initial generator. Follow-up information revealed that the procedure was converted to an open surgery instead of completing it robotically.

Event description:
It was reported that during a da vinci-assisted pancreatectomy-segmental surgical procedure, with the monopolar and bipolar instruments already plugged in, the customer was trying to use the neutral pad; however it was not recognized by the generator. The customer replaced the pad and cable, but without change. When the customer used the same pads, cables, and monopolar on an external electrosurgical unit (esu), there were no issues observed and it worked under the same moisture conditions. After unplugging all cables, cleaning the port, and power cycling the generator, the issue persisted. The customer decided to use the external esu and proceed with the surgery. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon did not complete the procedure with a backup, but rather the procedure was converted to an open surgery. As a result of the alleged issue, there was a procedure delay of 20-30 minutes. No further information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the integrated electro surgical unit (iesu) associated with this complaint and completed investigations. Failure analysis investigation could not replicate nor confirm the customer reported complaint. The iesu was placed on an in-house system and was run in normal mode. The iesu energized and cauterized and all ports recognized instruments. Failure analysis confirmed the unit had the correct version of software (3.3.0). No issues occurred.

Event description:
Refer to h10/h11 for follow-up information.